Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on october (B)(6) 2017 with unknown blood glucose at the time of the incident. The customer was at over 400 mg/dl at the time of the call and had not treated the high. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump over delivered. The customer reported large air bubbles in the reservoir. The customer was high due to being of the pump. The customer had other lows on (B)(6) 2017 and (B)(6) 2017 of 39 and 27 mg/dl respectively. The insulin pump will be returned for analysis.